Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -16.0/4.0/090 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od). The lens was implanted; removed on (B)(6) 2022. A replacement lens was later implanted of the same model/size and power. The replacement lens resolved the problem. Cause reported as unknown.